Manufacturer narrative:
Concomitant medical products; 419388 lead, implant date: (B)(6) 2004.

Event description:
It was reported that the patient received possible inappropriate therapy from their implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.